Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated with a programmer. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.